Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that during an epiretinal membrane surgery, the hub-roller's membrane of the cassette's mechanism was blocked. This induced a leak of balanced salt solution in the fluidic module and a blockage of the irrigating valve. The system broke down and a system message was displayed. Add'l info was received from the surgeon who informed that the pt almost "lost an eye" but then he finally managed to complete the surgery without any problem and there was no pt impact.